Event description:
A non healthcare professional reported following an intraocular lens (iol) implant procedure, the patient was experienced ghosting when reading, blurred vision at distance. The patient was unable to see street signs. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).